Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional confirms fracture on the lateral side of the post. There are also signs of repeated use like scratches and gouges. DHR was reviewed and no discrepancies were found. A definitive root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00900. The information provided on this form was previously submitted under manufacturing report number : 0001822565-2016-02766.

Event description:
It is reported that the provisional is fractured. No adverse events were reported. No additional information is available.